Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 01 august 2016 - the patient's medical records were received. According to the medical records the patient also had osteolysis, metallosis, and loosening of the right hip prosthesis. At this time the patient's acetabular cup is being reported.

Manufacturer narrative:
Investigation results: mrs (B)(6), on (B)(6) 2014 had an accidental fall and was hospitalized at (B)(6). Following a x-ray examination it was detected a dislocation of the left hip prosthesis with a suspect of a trochanteric fracture and aseptic detachment. On (B)(6) 2014 the patient was discharged. On (B)(6) 2015 after a blood analysis were detected high levels of cr and co ions. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation and elevated ions.